Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was oversensing the minute ventilation signal which caused pacing inhibition. As the patient was pacemaker dependent they experienced multiple episodes of syncope and were admitted to the hospital. The device was reprogrammed and remains implanted and in service. No additional adverse patient effects were reported.